Event description:
Two (2) boxes of parietex mesh were opened by the circulator. The surgeon stated that the texture of the mesh is not consistent - some boxes are usable and some are not. Some of the mesh is not as "bouncy" (possible due to the estrogen coating) as others. Four boxes in all were opened - the covidien rep took two of them for qa analysis. Product is made in (B)(4).